Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25 -jul-2019 with the following findings:.during investigation, there was a leak test performed and leak found from tear in bolus button. Pump opened and moisture damage observed to pump internals. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 it was reported that there was a casing and condition issue, unspecified. It was alleged that there was moisture ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the moisture impacts the power circuit.